Event description:
New information notes that lead fracture was suspected prior to explant.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular lead. The lead was explanted.

Manufacturer narrative:
A fracture of the inner coil was noted at 42.5cm from the distal tip. This fracture is consistent with the field observation of noise and inappropriate therapy. Following fields deleted:

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.